Event description:
Customer reported damage to the usb port which required adjusting the cord for charging, a battery that depleted faster than normal necessitating more frequent charging, and a touchscreen that timed out too quickly. There was no reported impact to the customer's blood glucose level. The customer was currently out of warranty and in the process of obtaining a new device, and they declined further follow-up from customer support at that time. No additional information was received regarding the outcome of the event.